Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the lens has what appears to be viscoelastics and/or balanced salt solution. The lens has marks (cosmetic) that could be associated to the removal and replacement as the damage is not mentioned as part of the issue reported. The lens is unfolded. The reported issue is not verified; a product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an unfolding issue with the intraocular lens (iol). The lens was implanted and removed during the same procedure and the surgery was completed with another lens (different model and diopter). There was no vitrectomy, incision enlargement or sutures required. The replacement lens was successfully implanted. No additional information was provided to johnson & johnson surgical vision.